Event description:
A nurse opening a 3f PICC tray found a 21 gauge echogenic needle was coupletely out of its sheath and out of the bottom tray. It was sitting outside the second layer of blue sterile packaging. This scenario is a potential for a needle stick.